Manufacturer narrative:
The suspect prod is the compact meter.

Event description:
Rptr alleged the compact sys produced a result prior to the test strip being dosed with blood or control solution. Customer stated the compact sys screen displayed a result of 380 mg/dl and then 281 mg/dl without the test strip being dosed. It was not provided the location the alleged incident occurred. As a result, no actions were taken or treatment was rec'd as a result. A request was made for the return of the suspect prod and replacement prod was sent. Compact sys with strip lot 20646542 and exp date of 03/31/07).